Manufacturer narrative:
Follow-up # 1 date of submission 04/11/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/26/2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. The complaint of the sticking and unresponsive up arrow and ok keypad buttons was not able to be duplicated during testing. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no contamination was found under any of the button contacts. The pump was opened and the keypad flex was firmly seated in the connector with no signs of damage or contamination visible on the flex or connector. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, it was reported that the up arrow and ok keypad buttons were sticking and intermittently unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.